Event description:
Patient was being implanted with a synfix implant at l5-s1. During placement the surgeon removed the implant twice to reposition it. On the third insertion, after placement of 4 screws, the surgeon was rocking the implant using the aiming guide and the implant rocked out of the vertebral space. All 4 screws were removed and 2 screws were placed and may not be entirely locked. Patient condition reported as stable. This report is #1 of 5 for this event.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.